Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that biomed stated they see issues with channel disconnects. They did not have any patient incidents to reports. No products available for investigation. This issue was observed by bd representative during site visit. There was no patient involvement.